Event description:
It was reported during intra-aortic balloon(iab) therapy, the optical fiber sensor did not respond when connected to the console. There were no abnormality was found in the console. There were no alarm including fiber optic sensor failure had not been recorded in the fault logs of the iabp unit connected to this iab catheter when this issue occurred. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned. An inner lumen kink was observed inside the membrane at approximately 24.4cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laser test of the optical fiber was performed and break was observed/detected within the y-fitting. The optical fiber was found to be broken confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the optical fiber sensor did not respond when connected to the console. There were no abnormality was found in the console. There were no alarm including fiber optic sensor failure had not been recorded in the fault logs of the iabp unit connected to this iab catheter when this issue occurred. There was no reported injury to the patient.